Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient notifier trigged an alert for non-sustained ventricular oversensing episodes. The oversensing episodes were observed on the ventricular and discrimination channel. Oversening was caused by contact between an abandoned lead and an active lead. Programming changes were made. The patient condition is fine.

Event description:
It was reported a patient notifier triggered an alert for non-sustained ventricular oversensing episodes. The durata lead had was capped back in 2014 and replaced with a competitor lead. The oversensing episodes were observed. Oversensing was caused by contact between the abandoned durata lead and the active competitor lead. Programming changes were made. The patient condition is fine.